Manufacturer narrative:
(B)(4). Other devices used: the following devices were manufactured by zimmer (B)(4). Catalog #42521400713, persona ps articular surface, lot #62768378, catalog #42532007102, persona cemented stemmed tibial component, lot #62870286, catalog #42540000032, persona all poly patella, lot #62646236. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing knee effusions.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown and a device evaluation was not possible. The component compatibility matrix was reviewed and identified no issues. This device is used for treatment. A product history search identified no other complaints for the related part and lot combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Follow up information states that the patient¿s patch testing was negative. Per the persona knee system package insert, swelling is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.